Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v235409, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v235409, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v235409, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
Additional information received from the patient reported that he believed he was messed up from the doctor who put in the device in 2010. The device was later removed by the doctor.

Event description:
It was reported the patient never had therapeutic effect. Since implant the device never worked well. It was noted the patient had tried different programs and had shut the device off for a while. When the stimulator was removed, the leads were left in the patient¿s body. The patient could not have an MRI due to the leads remaining in their body. Additional information stated the patient had an ¿awful experience¿ with the device. It was stated when the device was removed the healthcare provider ¿broke off the leads in her and didn¿t tell her.¿